Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used. The pt was undergoing removal of the 1.5cm sessile polyp during a colonoscopy in the ascending colon. The polyp was mostly removed with a hot snare. Cautery was applied to control the bleeding and by using the endoclip, the surgeon attempted to close the mucosal defect. As the hemoclip was being released at the bleeding site, the release handle was pulled and the wire connected to the hemoclip broke [drive wire disconnected from handle], preventing application of the clip. The device was removed and the procedure was completed without pt injury. Another clip was used to finish the originally intended procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial report, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire was separated inside the handle. The proximal end of the drive wire was bowed indicating proper assembly. Furthermore, the hook at the distal end of the drive wire is not visible in the jaw slots indicating that the hook has been pulled out of the driver. As a result, the clip could not be deployed and the clip housing was only secured to the deployment device by the catheter attachment. The clip was removed and the hook at the distal end of the drive wire is intact. The proximal end of the drive wire is properly assembled. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic hemlocks are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.